Manufacturer narrative:
Based on the claim against the product by the customer noting error messages, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the intermittent c-37 errors. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding error messages was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause of the error messages is attributed to a defective iesu. The fse replaced the iesu to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit (iesu) was replaced after the completion of the procedure due to intermittent c-37 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, an error c-37 occurred on the vio integrated electro surgical generator unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse asked customer to reboot the vio iesu. The customer confirmed that the error came back several minutes after the reboot. The procedure was completed by recovering the error when it appears. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical generator unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigations could not be reproduce the customer reported complaint. The erbe was energized and cauterized successfully. All ports recognized instruments.